Manufacturer narrative:
Updated information: additional information was provided which stated that the patient has since been successfully weaned and explanted, and the device is not available for return.

Manufacturer narrative:
D6b added explant date.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 78-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as scai stage e. Pink-tinged urine was observed, and a bedside echocardiogram was planned to assess pump position. The provider was notified, and lactate dehydrogenase testing and urinalysis were ordered to evaluate for hemolysis. The pump was subsequently repositioned, after which urine color cleared, consistent with resolution of hemolysis and patient remains on support. The reported events are hemolysis and device in wrong position. The hemolysis is most plausibly related to patient-specific factors including the underlying acute myocardial infarction, cardiogenic shock physiology, and potential hemodynamic instability with possible contribution from device position. Hemolysis is a known risk associated with impella support as described in the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis issue was most likely use related due to improper positioning per clinical details that the hemolysis was resolved with repositioning. Device in wrong position: the cause of position issue was not determined due to insufficient clinical details and no product was returned.